Manufacturer narrative:
H11: per the customer¿s response, no deviation from instructions for use was confirmed in the reprocessing procedures at the facility, so the causal relationship between the event and the reprocessing is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as insufficient angulation, chipping of the light guide lens, dents on the distal cover, and a-rubber glue peeling off were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to chemical residues that could not be removed during reprocessing, water left in the channel, and water droplets left in the nozzle outlet that dried inside the nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.